Manufacturer narrative:
The initial reported event of fracture was submitted via a remedial action exemption report. As the exemption report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks. It was noted that the patient's right ventricular (rv) lead exhibited high pacing impedance, oversensing, noise and a confirmed fracture. In addition a lead integrity alert was noted. The pace sense portion of the lead was capped and replaced and the high voltage portion of the rv lead remains in use. It was later reported that the remaining portion of the right ventricular (rv) lead exhibited low impedance warnings on two separate occasions. No further patient complications have been reported as a result of this event. On (B)(6) 2020 it was later reported that the right ventricular (rv) lead exhibited low impedance warnings on two separate occasions.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.